Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that smoke was coming from the power supply of a fresenius 2008t hemodialysis (hd) machine. The machine subsequently began to experience a low flow error. A field service technician (fst) was dispatched to the user facility to evaluate the machine. Additional details surrounding the events were obtained through follow-up with the biomed and the fst who performed the evaluation. The original issue was confirmed to be with the power supply. A certified clinical hemodialysis technician (ccht) reported to the biomed that the machine was in heat disinfect when a burning smell was noticed and the machine then powered off. When the ccht looked at the machine, they saw a small amount of smoke coming from the power supply. There was not enough smoke to set off the smoke detector in the room. There were no reports of any sparks or flames. The following day when the biomed inspected the machine, they found thermal damage on the power supply, the sensor board, the actuator board, and the actuator board cable. The biomed said the boards displayed evidence of charring. No damage was identified on any other components. The biomed replaced the power supply, sensor board, actuator board, and actuator board cable. After doing this, the machine began to experience a low flow error. The biomed confirmed the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. The fst was then called onsite to evaluate the machine. The fst found the temperature and conductivity to be out of calibration. They recalibrated the acid/bicarb pumps, the conductivity cells, and the temperature control and sensors. Following recalibration, the machine passed functional testing. The fst was unable to duplicate any flow problems/errors. The fst recorded that 17,569 operating hours were on the machine. During follow-up with the biomed, it was reported that the machine was still giving a low flow error and therefore remained out of service. The replaced parts were not available to be returned for evaluation as they were reportedly discarded. In addition, no photos of the damaged parts could be provided. There was no patient involvement associated with the reported events.

Event description:
A user facility biomedical technician (biomed) reported that smoke was coming from the power supply of a fresenius 2008t hemodialysis (hd) machine. The machine subsequently began to experience a low flow error. A field service technician (fst) was dispatched to the user facility to evaluate the machine. Additional details surrounding the events were obtained through follow-up with the biomed and the fst who performed the evaluation. The original issue was confirmed to be with the power supply. A certified clinical hemodialysis technician (ccht) reported to the biomed that the machine was in heat disinfect when a burning smell was noticed and the machine then powered off. When the ccht looked at the machine, they saw a small amount of smoke coming from the power supply. There was not enough smoke to set off the smoke detector in the room. There were no reports of any sparks or flames. The following day when the biomed inspected the machine, they found thermal damage on the power supply, the sensor board, the actuator board, and the actuator board cable. The biomed said the boards displayed evidence of charring. No damage was identified on any other components. The biomed replaced the power supply, sensor board, actuator board, and actuator board cable. After doing this, the machine began to experience a low flow error. The biomed confirmed the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet and had no previous history of failing the electrical leakage test. The fst was then called onsite to evaluate the machine. The fst found the temperature and conductivity to be out of calibration. They recalibrated the acid/bicarb pumps, the conductivity cells, and the temperature control and sensors. Following recalibration, the machine passed functional testing. The fst was unable to duplicate any flow problems/errors. The fst recorded that 17,569 operating hours were on the machine. During follow-up with the biomed, it was reported that the machine was still giving a low flow error and therefore remained out of service. The replaced parts were not available to be returned for evaluation as they were reportedly discarded. In addition, no photos of the damaged parts could be provided. There was no patient involvement associated with the reported events.

Manufacturer narrative:
Additional information: h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius field service technician (fst). Documentation from the fst showed that the machine passed all post-event functional testing. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the results of the evaluation performed by the fst, the reported event could not be confirmed.